Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: unavailable omnipod software app version: unavailable operating system: unavailable hardware: unavailable cgm sensor type: unavailable.

Event description:
It was reported that the patient had been hospitalized. The patient's blood glucose levels reached an unknown level. Symptoms reported include vomiting, and fatigue. The patient was treated with fluids and continuous insulin injections. The patient was still in the hospital at the time of the report. It was also reported that the controller was not holding charge.